Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: there was no patient involvement with this item being defective. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by the distributor that they it was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure it was reported by the distributor that they have a defective item. Needle just breaks off. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: an opened box with four packets of product code j503g was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the four packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damage or breakage on the body, tip, or swage area was observed during the evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.